Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the patient heard the pump beeping while in his pocket. The patient reviewed the bolus history and the pump recorded two 0.0 unit boluses which the patient reported he did not deliver. The patient wears the pump in his pocket and always carries it locked. The patient verified that he had to unlock the pump. The patient confirmed that the keypad buttons are functioning properly and the keypad is not peeling.